Event description:
During use in surgery, the suture knots failed. T1 was left unsupported in the pt. No pt injury reported and back-up devices were available to complete the procedure. There is no additional info available at this time.

Manufacturer narrative:
Product not being returned for eval.